Manufacturer narrative:
(B)(4). The device history record investigation did not show issues related to this complaint. A follow up report will be filed at the completion of the device investigation.

Event description:
Customer complaint alleges the device is not heating. Alleged issue reported as detected during functional testing prior to a patient use. There was no report of patient harm. No report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit failed the leak test. This indicates the unit was not heating. The unit was then opened and corrosion/humidity was observed on the control card. Based on the investigation performed, the reported complaint was confirmed. It was determined that the unit was in contact with water, which caused a short circuit. All aquatherm heaters are 100% tested by manufacturing; therefore, any defects would be detected during the final inspection test prior to release.

Event description:
Customer complaint alleges the device is not heating. Alleged issue reported as detected during functional testing prior to a patient use. There was no report of patient harm. No report of patient involvement.